Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial hip arthroplasty , the threads on the proximal portion of the screw stripped. The surgery was completed with an identical product and no adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.